Manufacturer narrative:
The onyx will not return as it was used in the procedure to treat an endoleak and remains in the patient. Based on the provided information, there is no evidence suggesting that the device was defective. The cause of the reported inflammatory reaction cannot be reliably determined, however, based on the reported information and review of the IFU, the likely cause is related to the procedure. Reference mdrs from this event: 2029214-2017-00728, 2029214-2017-00729, 2029214-2017-00730, 2029214-2017-00731. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced an unknown inflammatory response after the onyx embolization procedure, which persisted for 6 weeks and required 10 days¿ hospitalization. The patient was receiving onyx embolization to treat an endoleak (unknown location). 5.5ml was injected at 1ml every 5 minutes. There was no pain for two weeks¿ post procedure. The bowels did not open for 2 weeks, then had ongoing constipation and abdominal pain, which persisted for 6 weeks. The constipation is ongoing, but the abdominal pain has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.